Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4524-45 lead implanted: 1999-(B)(6). (B)(4).

Event description:
It was reported that during the implant attempt, the tip of the right ventricular (rv) lead appeared to be bent after the physician had tunneled from the left side of the patient to the right side. The physician was unable to obtain acceptable rv coil impedances. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. The connector of the rv defibrillation lead became extrinsically damaged due to pulling/stretching/overstress. The rv continuity was unstable and exhibited severe fluctuations when the connector was handled even slightly. The distal tip was observed to be normal. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Visual summary analysis of the lead indicated damage at implant.